Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the pictures provided by an external lab. Image 1 shows the proximal balloon joint still attached to the catheter as well as a small portion of the balloon cone. The balloon material appears torn at the edges. Image 2 shows what appears to be the rapid deflation sleeve (described as a metal cannula) that is normally inside the balloon. The external lab investigation report also indicates that the balloon was detached from the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The user indicated "the balloon did not inflate as desired whilst in the patient -- on removal of the balloon, the balloon appears to have become detached from the device". The detachment of the device is likely the result of removing the compromised balloon through the endoscope channel. The cause of the balloon inflation difficulties is unknown. The instructions for use (if)u states: "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." After removal, the user may cut off the balloon and remove the device from the endoscope. Additional information was not provided and it is unknown if negative pressure or lubrication was applied prior to advancement through the endoscope accessory channel. The IFU directs the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user " to facilitate passage through the endoscope, apply negative pressure to the catheter." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the device was removed through the endoscope channel despite being compromised, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hercules 3 stage balloon esophageal. The balloon did not inflate as desired in the patient. There was no reportable information at this time. On (B)(6) 2020 we received new information indicating the balloon became detached from the device while removing it from the patient. In addition, a metal piece [rapid deflation sleeve], measuring 10.7 cm, was found and retrieved from the patient's esophagus. Our attempts to collect additional information regarding patient outcome were unsuccessful. A section of the device detached and required intervention to retrieve it. While the complaint did not specify if the patient experienced any adverse effects, the information able to be collected does not reasonably suggest the patient was adversely impacted.